Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following additional information. The subject device could not be turned the power on. In the case of replacement with another power circuit board, the subject device could be turned the power on. -eplacement again to the power circuit board, the subject device could not be turned the power on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the cause of the indicated phenomenon was a failure of the electronic components mounted on the power circuit board. Since there are no abnormalities in the appearance and internal condition, and this event does not tend to occur frequently, it is presumed that the failure of the power circuit board was caused by an accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during preparation for use, the subject device could not be turned the power on. The user replaced the subject device with another device and completed the procedure. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.